Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient was asking if it was safe to remove the ins battery and leave the leads inside their body because they were not receiving relief from their ins, just vibration and stuff making their pain so much worst. They mentioned the ins got re-adjustment numerous times but that did not help (agent understood the program setting were re-adjusted). Patient had an electric drill in their left leg and the ins made it worst. Additional information was received from the patient. It was reported that the patient stated previous information. They said every attempt made the grinding pain worse and they could never get the vibration/buzzing etc to go other place in their body to equalize it. It also feel s like they have been speared in low back, it does not help. The issue was not resolved. They feel in (B)(6) 2025 on their left hip/side and butt and left side of battery causing horrible and increasing pain since they fell. They are having it removed because its swollen all around it and large hematoma. The ins was removed on (B)(6) 2026. The patient mentioned the device is gone.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.